Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was not reproduced. System error 105 was confirmed through review of the history log. The evaluation found the inner gear box bearing is worn with the bearing cage broken and starting to disintegrate, and the outer gearbox bearing is worn with the bearing cage disintegrated. The motor assembly was replaced.